Event description:
The customer reported there was no speaker sound comming from the bedside monitor, the unit was only working with the central station. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: a philps remote service engineer (rse) spoke to the customer, who advised that he did not hear sound from the bedside monitor, but there was sound at the central station. The rse ordered and shipped a replacement speaker to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.